Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(6) displayed user advisory - "(ua) 12" (lifeband not present) error message was not confirmed during the archive data review and during the functional testing. Ua12 error could not be duplicated during functional testing. During the visual inspection, it was observed a crack front enclosure and bent battery lock clip, unrelated to the reported complaint. The probable root cause for the observed damage was likely due to mishandling, such as a drop. To remedy the damaged issues, the front enclosure and battery lock were replaced. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, unrelated to the reported complaint. Based on the archive, the observed system error was latch error 139 - (unable to hold compression position).the root cause of the observed system error was defective processor board, likely caused by a defective component. To remedy, the processor board was replaced. The archive data revealed no occurrence of ua12 (lifeband not present) error. Unrelated to the reported complaint, fault code 13 (battery fault detected) and ua18 (max take-up revolution exceeded) were recorded in the archive. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Fault code13 is an indication that the battery is depleted or faulty and the battery needs to be replaced. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During crew training, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)12" (lifeband not present) upon power on. The crew were unable to clear the error message. No patient involvement.